Event description:
A patient in (B)(6) undergoing continuous veno-venous hemodiafiltration therapy had an estimated blood loss of 100 ¿ 200 ml when the access line on the filter set became disconnected and the blood in the extracorporeal set was not returned to the patient. The patient was not symptomatic as a result of the blood loss and did not require any medical intervention. Treatment was restarted with a new filter set.

Manufacturer narrative:
The prismaflex m150 set was discarded and not available for inspection. The review of the prismaflex m150 set device history record for lot number 13f0401g and the complaint history files confirm there were no nonconformities and no similar complaint reported regarding this lot number.